Event description:
It was reported that "when the md began use of the device in question; a small amount of unidentified dark oil liquid came out of the tip and into the surgical site. The device was immediately sequestered and replaced. The surgical site was thoroughly irrigated." No patient impact reported. Lumbar laminectomy was the procedure. On follow-up, it was reported that no further definitive information was available. The sales rep stated that she did not believe that there was any impact to the patient.

Manufacturer narrative:
Report not confirmed. The reported condition of the attachment leaking oil could not be duplicated. The motor was evaluated for leaks. No leaks were found, and the motor nose seal was within specification. The attachment was also evaluated and was found to be in good condition. The internal components were inspected, and no evidence of corrosion was noted. It was concluded that motor lubricant did not leak from the device. A possible cause of the reported condition is that fluid was sucked into the device during use due to submersion of the attachment tip. When the attachment was lifted out of the fluid, some fluid may have dripped out of the attachment. The user manual contains the following warning ¿do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use. Check motor for overheating and leaking lubricant.¿ we will continue to monitor this complaint type for trends. (B)(4).